Event description:
(B)(4). It was reported that post percutaneous coronary intervention, plaque shift occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was located in the distal right coronary artery (rca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with predilation and placement of a 2.50mm x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid rca with 95% stenosis and was 34 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with predilation and placement of a 2.50mm x 38 mm study stent with residual stenosis 0%. Target lesion #3 was located in the distal left anterior descending artery (lad) with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with predilation and placement of a 2.25mm x 32mm promus element plus stent. Post deployment of the 2.25mm x 32mm promus element plus stent, plaque shift was noted which was treated with placement of a second 2.5mm x 28 mm bailout study stent. Residual stenosis was 0%. The patient was discharged 2 days post- procedure.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).